Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Memory review noted a high voltage system fault. There were no other faults or resets.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered seven inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr), exhausting therapy, and fault code 1005 was observed, indicating high, out-of-range shock impedance. Technical services (ts) was contacted, and ts recommended replacing the right ventricular (rv) lead. The ICD system remains in service. No additional adverse patient effects were reported. It was reported that the ICD was explanted and replaced and the rv lead was surgically abandoned and replaced due to the inappropriate shocks. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered seven inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr), exhausting therapy, and fault code 1005 was observed, indicating high, out-of-range shock impedance. Technical services (ts) was contacted, and ts recommended replacing the right ventricular (rv) lead. The ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered seven inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr), exhausting therapy, and fault code 1005 was observed, indicating high, out-of-range shock impedance. Technical services (ts) was contacted, and ts recommended replacing the right ventricular (rv) lead. The ICD system remains in service. No additional adverse patient effects were reported. It was reported that the ICD was explanted and replaced and the rv lead was surgically abandoned and replaced due to the inappropriate shocks. No additional adverse patient effects were reported.